Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 215 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 662 mg/dl. The customer reported having symptoms of vomiting. The customer was wearing the insulin pump at the time of hospitalization. No delivery alarm was also reported. Unable to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.